Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous and heavily calcified, distal right coronary artery. The 2.25x15 mm xience prime stent delivery system (sds) was advanced in an attempt to cross the lesion; however, did not cross, resulting in the proximal shaft bending/kinking. After retraction of the device from the patient an attempt was made to straighten the kink so that the sds could be readvanced; however, this resulted in a shaft separation 30-40cm distal to the hub. A 2.25x12 mm xience prime sds was advanced in an attempt to cross the lesion; however, did not cross. The sds was removed from the patient and a flared strut in the middle of the stent implant was observed. A non-abbott sds was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional/ inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.